Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va097p0, implanted: (B)(4) 2013, product type: lead. Product ID: 3387s-40, lot# va097p0, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial#: njz143041n, product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported the patient had manic episodes with the deep brain stimulator (dbs) therapy. The patient had a history of substance abuse prior to the dbs therapy. They did not have a history of manic episodes prior to dbs therapy. They were programmed a few times after implant and they took mirapex as well when they developed the manic episodes. The patient was hospitalized due to mania and at that time, the mirapex was stopped and the dbs was turned off. At that time, the stimulator had been off for a year. They had an appointment to be seen within the next week by their doctor to try programming the dbs again. The patient turned their stimulator back on the day prior to report for about 4 hours. Their daughter discovered that and then turned the dbs off. It was thought the patient had another manic episode as the patient left home during the night and hadn¿t been found yet. He had also displayed hypersexual and aggressive behavior in the past towards others that appeared to be related to having the dbs on. The patient had control over their voltage. They thought the patient had some benefit from the dbs and they thought he walked better, had less stiffness and less tremor, but they still had some falls. Additional information received reported the patient had been found by the police department and was admitted to the hospital. The daughter had thought that she had turned off the device the night before but when the device was checked, it was still on. The device was successfully turned off. The physician did not think that the patient was a good candidate for having dbs so they were going to leave the device turned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.